Event description:
It was reported that the ilet pump¿s screen was cracked and the touchscreen became unresponsive, after which the patient was instructed to revert to backup therapy and a replacement device was arranged. Symptoms included no reported adverse clinical effects and no changes to blood glucose control. Outcomes included continued therapy via backup methods and continued cgm use with the dexcom app or receiver. Investigation included remote troubleshooting and user education, verification of shipping and return logistics, instructions to power down the device to prevent further alerts, and guidance that data would not transfer to the replacement and a new startup would be required. Investigation of this case revealed damage to the display assembly that rendered the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.